Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A screening test was performed and the device was recognized and visualized correctly; however negative force vector appeared in the system with high force readings appeared in the system. Failure analysis did not revealed any issues with the adhesive in the internal assembly, therefore the potential failure mode is associated with the hole in the pebax causing the force vector negative and high force values. A manufacturing record evaluation was performed for the finished device lot number 31173651l, and no internal action was found during the review. The force issue reported by the customer was confirmed. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The instructions for use contain the following warning stated in the carto 3 system manual: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - paroxsymal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.